Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
The catheter pulled out of the patient while the suture wing was still intact and fixed to the patient. Patient went into cardiac arrest and after an unsuccessful resuscitation the patient passed away. While cleaning up they saw the catheter was out.

Manufacturer narrative:
The catheter was tested by the engineering lab for force of break (force required to pull the suture wing off the catheter hub). The testing was conducted in accordance with bs en iso 10555-1, intravascular catheters-sterile and single use catheters, part 1: general requirements. The pull force required to pull the catheter from the suture wing exceed the minimum requirements noted within the standard. During manufacturing of this device family, after the suture wing is assembled onto the hub, it is rotated several times to ensure free movement and proper positioning on the hub. A review of the engineering verification/validation testing noted that all samples tested passed the suture wing pull force requirements. The investigation did not determine the exact cause of the event; however, it appears that at some point enough force was applied to the catheter to dislodge it from the suture wing.